Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report literature : "is radiographic measurement of acromiohumeral distance on anteroposterior view after reverse shoulder arthroplasty reliable?" Werner bs et al., j shoulder elbow surg, 2016, 25(9):e276-80.

Event description:
From literature: "is radiographic measurement of acromiohumeral distance on anteroposterior view after reverse shoulder arthroplasty reliable?" Werner bs et al., j shoulder elbow surg, 2016, 25(9):e276-80. Four complications necessitating reoperation in 2 cases: 1 dislocation at 3 months post-op (orif and exchange of the pe insert), 1 low grade infection at 1.5 years post-op (arthroscopic revision and biopsy), 2 fractures of scapular spine treated conservatively.